Event description:
It was reported that during a knee arthroscopy surgery the needle of the device broke inside the device. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990 was received for investigation. Functional testing identified that the test needle was unable to be deployed through the ar-12990 shaft, as an obstruction was present along the inner diameter of the shaft. The observed condition is consistent with prior needle breakage within the shaft. No external damage/breakage was present. The most likely cause of the reported failure is wear and tear.